Event description:
The customer called for help with her meter. While troubleshooting, she performed control tests and received a result of 211 mg/dl. The normal control range was 94-130 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. The customer was sent a new breeze2 meter kit.